Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received two non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.